Event description:
When using braun ultrasite filtered extension set, a leak was noticed below the y-site after a pt had been hooked up. Squeezing the tubing caused the set to drip out. Two different lot numbers had been used during the day, and it is uncertain which lot contributed to this problem. It was either lot #0061289503 with expiration date of 11/2017 or lot #0061294182 with expiration of 12/2017.